Event description:
It was reported when using the bd syringe 20ml ll s/c 48, the device experienced foreign matter in the fluid path within the syringe. The following information was provided by the initial reporter. The customer stated: foreign substances in syr. Tip.

Manufacturer narrative:
Investigation summary: it was reported there are foreign substances on the syringe tip. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a syringe with embedded degraded resin towards the bottom part of the syringe barrel. No other defects or imperfections are observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot number 1113440. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the escape of the embedded degraded resin defect, the frequency of inspections were increased. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd syringe 20ml ll s/c 48, the device experienced foreign matter in the fluid path within the syringe. The following information was provided by the initial reporter. The customer stated: foreign substances in syr. Tip.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.